Event description:
It was reported that during changeout of the device, the superior vena cava (svc) coil impedance of the right ventricular lead could not initially be measured on the new device. When measured on the analyzer the impedance measured high. During removal of this lead the atrial and left ventricular leads were dislodged. All three leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. The proximal conductor was distorted and had blood/body fluid in/on it at various locations throughout. The inner insulation was kinked/buckled. The outer insulation was breached due to a cut and had cosmetic depressions near the connector. There was blood in/on the helix mechanism. The lead was stretched which is suspected to be due to the explant procedure. (B)(4) the distal segment was returned and no anomalies were found. The distal conductor was distorted, which is suspected to be due to the explant procedure. The outer insulation was breached due to being cut. There was blood in/on the distal conductor. (B)(4) proximal conductor fractured; distal segment was returned for analysis. The defib conductor was distorted. Blood/body fluid was observed on the distal conductor (not obstructed), on the outer tubing overlay and in/on the helix mechanism. The outer tubing overlay was breached/cut and had environmental stress cracking.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the remaining returned device is in process; the results will be forwarded when available. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. The proximal conductor was distorted and had blood/body fluid in/on it at various locations throughout. The inner insulation was kinked/buckled. The outer insulation was breached due to a cut and had cosmetic depressions near the connector. There was blood in/on the helix mechanism. The lead was stretched which is suspected to be due to the explant procedure. (B)(4) the distal segment was returned and no anomalies were found. The distal conductor was distorted, which is suspected to be due to the explant procedure. The outer insulation was breached due to being cut. There was blood in/on the distal conductor.

Event description:
Asku

Event description:
Asku